Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The probable cause was determined to be signal loss due to the sensor and app were not being able to establish a connection. The reported event of a signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.